Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the liquid crystal display (lcd) monitor experienced broken serial digital interface port. The issue was found upon opening the box. There were no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus and investigation was carried out based on the available information. Based on the results of the investigation, and the root cause could not be identified. The malfunction was not caused by a misuse of users. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.